Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2001 - the pt underwent repair of incarcerated supraumbilical and epigastric hernias done through separated incisions using two "marlex" meshes believed to be two bard flat meshes. (B)(6), 2007 - the pt underwent lysis of adhesions, partial excision of bard flat mesh, small bowel resection and hernia repair.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associate event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. The pt underwent repair of an incarcerated supraumbilical hernia and an epigastric hernia through separate incisions using two "marlex" meshes believed to be bard flat meshes on (B)(6) 2001. Six and a half years later, the pt underwent lysis adhesions, small bowel resection and recurrent hernia repair. Currently it is unk whether the device may have caused or contributed to the alleged event. The pt reportedly experienced recurrence which is listed as a possible adverse reaction in the product's instructions for use. There are no product identifiers available. Additionally no sample was returned for eval. It appears that both meshes are still implanted, one completely and one partially. Based on info provided, no conclusions can be drawn.